Manufacturer narrative:
Investigation summary: an mz1000-br product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21045439. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21045439 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mz1000-br product.

Event description:
It was reported that the bd maxzero¿ needleless connector leaked while administering medicine. The following information was provided by the initial reporter, translated from (B)(6): "connector leaks during administration of medications."